Event description:
The customer reported that a vtach alarm silenced itself after a brief series of tones.

Manufacturer narrative:
The customer reported that a vtach alarm silenced itself after a brief series of tones. It was stated that this behavior occurred intermittently, and did not represent alarm reminder behavior. Though, no specific details regarding why this was so were provided. Logs were obtained and were reviewed based on the provided date/time focus and bed label. No vtach alarms were found. What was identified was that frequent alarms were provided throughout a range of times and staff interaction with the central was swift, often within seconds via activation of the silence key. Limited info was provided to be able to pinpoint any specific alarm for a specific bed at a specific time. The field service engineer indicated that he went onsite, cleaned out the device and restarted it and the customer was satisfied until this latest report of the behavior. The info provided does not support that a device malfunction or labeling problem occurred. The described behavior in conjunction with the pattern of staff interaction with the device via log review is fully consistent with alarm reminder behavior although specific references to reminders cannot be demonstrated in the logs without add'l date/time/bed label references, which were not provided. This behavior is adequately described in the labeling (instructions for use). The customer was informed of philips' findings.